Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -6.00/2.5/069 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 05-jun-2021. On (B)(6) 2022 lens repositioning was performed due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2022 the lens was explanted and a replacement lens of the same length was later implanted and the problem resolved.

Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue/debris on product, in microcentrifuge vial. Visual inspection found fibers on the lens surface, no visible damage was observed . Dimensional inspection found the lens to be within specifications. Claim # (B)(4).